Event description:
On (B)(6) 2010, pt reported she just filled the insulin cartridge but now sees a large air bubble inside of it. Pt requested assistance with inserting a newly filled cartridge into the infusion device. Pt stated she was trying to do it on her own but became confused. Pt reported she had inserted the cartridge into the infusion device and started the prime before she attached the infusion adapter and tubing to the cartridge. Pt had already removed the insulin cartridge out of the infusion device and attached the adapter and tubing. Assisted pt with filling, priming out the air bubble and inserting a newly filled insulin cartridge. Pt reported seeing another air bubble within 5 minutes after she had attached it to her infusion site. Advised to place the infusion device in stop mode, detach from her infusion site and prime the infusion set again to remove all of the air bubbles. Pt stated she found one large bubble and a couple of more small ones. Pt reported she feels she did get them all out this time. Pt placed the infusion device in start mode and reattached it to her infusion site. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.